Event description:
The customer reported that his olympus high definitional lcd monitor would not power on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no physical abnormality in the device. However, the user's report of no image was confirmed due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this event occurred during procedure preparation on (B)(6) 2022. According to the initial reporter, everything else is unknown or non-applicable, as this did not take place during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and e1. The information in b3 and e1 was inadvertently not included in the previous medwatch reports. Please see updates to b3, e1, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the high-definition lcd monitor would not power on due to a printed circuit board failure (g1 board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.